Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing with four inappropriate shocks, and elevated rv pacing impedance measurements of greater than 1,000 ohms. A surgical intervention was performed, and the lead was explanted and replaced. It was noted that there was visible damage to the lead in the area of the patient's clavicle. No additional adverse patient effects were reported.